Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was undesired fluid flow through a minicap transfer set while the clamp was closed. This event was observed when the patient was not connected for peritoneal dialysis (pd) therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.